Event description:
Per the clinic, the patient had discontinued device use due to reported headaches. The device was explanted (B)(6), 2013; the patient will not be reimplanted with a new device.

Manufacturer narrative:
This report is filed february 18, 2014.

Manufacturer narrative:
(B)(4).